Event description:
(B)(4). The main symptoms that I battle are a consistent sharp pain in my right side, severe depression, anxiety, severe anemia, low energy/lethargic, non-existent sex drive, painful intercourse, insomnia, night sweats, headaches, (B)(6) pound weight gain, and consistent memory loss/brain fog. Due to this symptoms I am taking numerous medications daily, have been hospitalized several times for pain, and have seen several specialists to find out why I was getting sick/having pain. The essure was covered by my insurance.